Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) declaration which reported the following information: a healthcare professional reported a low readings issue with the freestyle libre 2 sensor. It was reported that the patient (customer) had unspecified low scan readings the night of (B)(6) 2021, and self-treated with glucose. The morning of (B)(6) 2021, customer experienced headache, nausea, and vomiting, but had a scan of 2.6 mmol/l so customer's mother treated with additional glucose. The customer was then taken to the family doctor, who administered glucose via IV based on a 'lo' (< 40 mg/dl) scan. Later that day, the customer went to a hospital, where a blood glucose result of 53.2 mmol/l and metabolic ketoacidosis result of ph 6.95 were obtained. The customer was lethargic and was kussmaul breathing. The customer was transferred to the (B)(6) hospital for treatment for diabetic ketoacidosis. No treatment details were provided by the healthcare professional. There was no report of death or permanent injury associated with this event.